Manufacturer narrative:
(B)(4). The device history review for the product weckvista 5-10-12mmx100mm ridged cannula, lot number 73e1500229 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
It was reported that during prostatectomy surgery with suprapubic access, the internal silicon rotating valve fell into the abdomen but it was retrieved immediately. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Part number identified as a 405912rc. Visually no problems were identified and the port was correctly assembled. No obturator was sent with the sample. The sample arrived without any of the original packaging. The information available indicates lot#73e1500229. Complaint could not be confirmed "valve dragged inside the abdomen". No issues could be found with port assembly. Complaint was not confirmed.

Event description:
Alleged event: it was reported that during prostatectomy surgery with suprapubic access, the internal silicon rotating valve fell into the abdomen but it was retrieved immediately. The patient's condition was reported as fine.